Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced missing information from share tool. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.